Manufacturer narrative:
(B)(4). Retainer ring ¿ black, pump was returned for alleged damage to the keypad overlay on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked retainer (small chip on surface), and minor scratches on display window. Keypad overlay damage confirmed. Tested ok. Additional damage to retainer ring confirmed.

Event description:
Information received by medtronic indicated that middle button was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.